Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump has been continuously alarming no delivery before and after an infusion set change. Customer stated the alarm has been reoccurring since sunday and it has been randomly occurring during boluses. Customer attempted to deliver insulin but no insulin comes out and the device alarms. Customer did not recall her blood glucose level at the time of the call. Troubleshooting was performed. During prime, it was found that the insulin did not exit and the device alarmed no delivery. Customer was then advised to remove the reservoir from the insulin pump and perform manual prime. Customer was able to prime the device and troubleshooting advised that the pump was operating as designed however after prime, the pump alarm could not be cleared. Customer was advised to replace the infusion set and reservoir. The insulin pump nor the consumables are returning for analysis.